Manufacturer narrative:
Technician found the casters were worn due to age and needed to be replaced. He replaced the brake casters and the brakes functioned properly. The stretcher was found out of service in a storage area and there were no alleged injuries.

Event description:
Technician alleged that the brake casters did not hold in the brake mode.